Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left circumflex(lcx) artery. A 2.75 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during delivery of the device inside the guiding catheter, resistance was encountered. The device was removed from the patient's body and the distal edge of the stent was found to be deformed. The procedure was completed with another 2.75 x 20 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that distal stent rows 1 and 2 were damaged and stent struts were pulled slightly in a proximal direction. The undamaged proximal section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. A visual examination of the bumper tip showed signs of damage on the distal edges of the tip. This type of damage is consistent with excessive force being applied to the delivery system in an attempt to advance the device to cross the lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left circumflex (lcx) artery. A 2.75 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during delivery of the device inside the guiding catheter, resistance was encountered. The device was removed from the patient's body and the distal edge of the stent was found to be deformed. The procedure was completed with another 2.75 x 20 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.